Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00654. Reference MFR report: 3008829311-2017-00656. It was reported the patient's leads migrated. Surgical intervention was undertaken and the leads were removed and replaced. Postoperatively, the patient reported receiving effective therapy.